Event description:
It was reported the patient was not receiving stimulation in her foot or toes. Subsequently, the patient underwent surgical intervention in which the left segment of the scs lead was disconnected from the scs ipg and the right segment of the scs lead was then plugged into port 1-8 of the scs ipg. Additionally, a model 3186 scs lead was added to the patient's scs system and plugged into port 9-16 of the scs ipg. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.